Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. A replacement pump was arranged to be sent to the customer, who will do manual injections for insulin therapy.